Event description:
Patient was complaining of pain 1 year after initial surgery in (B)(6) 2011. The surgeon did a bone scan which showed a "hot spot" on the proximal medial cortex. He revised patient as though stem was loose. Reference MFR report number: 3005180920-2013-00090.